Event description:
Per the audiologist, the pt's performance had deteriorated. Results of integrity tests done in 2007, and 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Explantation/reimplantation has been requested by the patient's parents, but had not been scheduled at the time of this report.

Manufacturer narrative:
.